Event description:
It was reported that this patient's remote monitor displayed a red call doctor icon. Subsequently, troubleshooting was performed and a successful patient initiated interrogation was performed. Additional information was received that indicated an alert was received for high-out-of-range right ventricular (rv) pacing impedances measuring greater than 2000 ohms. At this time, this cardiac resynchronization therapy and rv lead remains in service. No adverse patient effects were reported.